Event description:
It was reported the device was used during a l.a.v.h. Procedure. It was reported by the affiliate that the scissors failed to open and close properly. This caused the 512s trocar gasket to rip, causing the loss of insufflation. There was no pt consequence.